Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was stored in poor storage conditions.

Event description:
Customer complains of high results. Customer states she feels well and does not require medical attention. The customer's expected blood results are 95-105mg/dl not fasting. Verified the strips expire 12/31/2017. Customer confirms the strips are stored in the bathroom and were first opened (B)(6) 2015. Reviewed meter memory: (B)(6). The customer is concerned with all the 5 results given in the memory. No adverse event reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states she feels well and does not require medical attention. The customer's expected blood results are 95-105mg/dl not fasting. Verified the strips expire 12/31/2017. Customer confirms the strips are stored in the bathroom and were first opened on (B)(6) 2015. Reviewed meter memory; (B)(6). The customer is concerned with all the 5 results given in the memory. No adverse event reported.